Event description:
It was reported that during the implant attempt, the atrial lead kept displacing, during three positioning attempts. Testing the lead on the table, the physician reported it took more than 18 rotations to extend the helix outside the lead. The lead was not implanted, and a new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.